Manufacturer narrative:
A visual examination of the returned device found no issue. A functional evaluation found that the device met the minimum bowing specification. A second functional evaluation found that the continuity between the 2-in-1 connector and the exposed cutting wire was able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and cutting wire was measured and found to meet specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The complaint was unable to be confirmed.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, during the procedure, the device failed to cut at the papilla. No visible damage was noted to the sphincterotome. The device was used in conjunction with an olympus active cord and a valleylab sse2l generator. The procedure was completed with another ultratome xl sphincterotome along with the same active cord and generator. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011.according to the complainant, during the procedure, the device failed to cut at the papilla. No visible damage was noted to the sphincterotome. The device was used in conjunction with an olympus active cord and a valleylab sse2l generator. The procedure was completed with another ultratome xl sphincterotome along with the same active cord and generator.there were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.